Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant: 4068-52 lead, implanted: 2000-(B)(6); 4524-45 lead, implanted: 1994-(B)(6).

Event description:
It was reported that the right ventricular lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.